Event description:
The customer reported that her blood glucose was higher than 500 mg/dl and that the cannula was kinked. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.